Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
The report received from the clinical study in foreign country associated a cypher stent with a myocardial infarction on the same day after implantation of the cypher stent. The main indication for stenting was acute myocardial infarction. The cypher stent (2.5mm x 28mm) was implanted in the distal right coronary artery. The target lesion was de novo, 2.5mm in diameter and 25mm long with 70% stenosis. The vessel was classified as type c, moderately tortuous and concentric. Predilatation was conducted with a 2.5mm x 20mm balloon at 8atms, and the stent was implanted at 12atms. Post dilation was conducted with a 3.25mm x 12mm balloon at 22atms. After stenting, the patient experienced a myocardial infarction secondary to embolization due to plaque shift in the distal right coronary artery. This was observed by reduced flow in one of the posterolateral coronary arteries. Patient out come was resolved without sequel.